Event description:
It was reported the peak device wire broke. The tip broke during the cleaning process in between the cutting procedure. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(6) 2012. The device was not returned for eval. Review of the lot history was not possible since the lot number was unk. End of report.